Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had oversensed noise during a surgical procedure, resulting in the signal artifact monitor (sam) software disabling the respiratory rate trend (rrt). Additionally, there was a right ventricular automatic threshold (rvat) episode. It was noted that magnets were used during the procedure. Boston scientific technical services (ts) reviewed the data and noted that the rvat test was successful. The device remains in use. No adverse patient effects were reported.